Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2019, the caregroup alarms were not working for alarms. There was no adverse event or patient harm reported.